Event description:
It was reported that four technical errors, indicating internal 12v power failure, internal 24 v power failure, internal battery low and exceeded barometer lower limit value, were generated. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).